Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in-clinic after implant, high capture threshold and undersensing were observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.